Event description:
Per the audiologist, in 2007, the pt was unable to keep the external transmitting coil securely over the internal device even using the strongest external magnet. In approx two and a half months later, the pt underwent skin flap revision surgery. The audiologist reported on the following month, the pt is no longer having any magnet retention problems and is hearing well.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.